Manufacturer narrative:
(B)(4). Date of event - correction. Describe event or problem - correction. H2 type of follow up: correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. The patient was using dexcom g7 in combination with omnipod 5. According to the reporter, on (B)(6) 2026, the patient was admitted to the hospital with diabetic ketoacidosis (dka). There were no reported values provided; however, it was specified that the cgm values were lower than the blood glucose value. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of report, the patient¿s condition was unspecified and was still in the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was using dexcom g7 in combination with omnipod 5. According to the reporter, on (B)(6) 2026, the patient was admitted to the hospital with diabetic ketoacidosis (dka). There were no reported values provided, however it was specified that the cgm values were lower than the blood glucose value. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of report, the patient¿s condition was unspecified. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.